Event description:
It was reported that the patient presented in the emergency room. Upon review, the pacemaker exhibited failure to interrogate and premature battery depletion. The pacemaker was explanted and replaced. No patient consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.